Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2019-00038.

Event description:
It was reported that the tips of a blocker holder and a final driver broke off during surgery while removing a previously implanted blocker. The tips were recovered and an alternative driver was used to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
The returned driver was examined. The tip of the device was shipped and deformed likely due to the greater forces needed when removing a final tightened implant. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tips of a blocker holder and a final driver broke off during surgery while removing a previously implanted blocker. The tips were recovered and an alternative driver was used to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.